Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system triggered an alert for a high out of range shock impedance of greater than 125 ohms. It was noted the shock impedance was in the 70 to 80 ohms range last year. Technical services reviewed device data, and confirmed the increase in shock impedance does appear to be gradual with a few out of range spikes present over the last several months. Technical services discussed that gradual increases are typically due to calcification or scar tissue formation. It was also discussed that, if the measured shock impedance value approaches 150 ohms, the physician should consider delivering a commanded shock at that time to determine the difference between the measured shock impedance value and the delivered shock impedance value. At this time, this ICD and associated rv lead remain in service. No further actions were taken. No adverse patient effects were reported.